Event description:
Per the tech, tubing had returned blood and filled with air. Tech repositioned needle and placed donor in draw-got busy and forgot about it until donor complained of chest pain. Ice was applied to forehead, water given. Donor very cyanotic with rapid resp (42/min) clutching chest, labored resp blood pressure 80/60) oxygen started via mask, intravenous normal saline started w/200cc bolus then keep vein open blood pressure 110/60). Pulse 72, respirations 24, color pale. Released to ambulance.